Event description:
It was reported that patient presented for implant procedure. During surgery, it was noted that the right ventricular lead exhibited inadequate capture and when the helix was retracted, it became distorted. The procedure was completed without the lead. The patient condition was stable.

Manufacturer narrative:
The reported events were helix mechanism issue and unacceptable threshold. A complete lead was returned in one piece with the helix found retracted and clogged with blood/tissue. The reported event of helix mechanism issue was confirmed. X-ray inspection found the inner coil inside the connector region was over torqued consistent with procedural damage. After cleaning blood/tissue from the helix and applying torque to the connector pin, the helix could be extended and retracted. The cause of helix mechanism issue was isolated to the helix clogged with blood/tissue and over torque of the inner coil. The reported event of unacceptable threshold was not confirmed. Electrical testing was normal.